Manufacturer narrative:
Blank display due to corroded electronic assembly. Unable to confirm failed batt test alarm or perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: cracked case on the battery tube side and faded serial number label. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had failed battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.